Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify or reproduce the reported issue. The device was tested extensively but no discrepancies were observed. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. UDI - (B)(4).

Event description:
It was reported to physio-control that the customer's device powered off by itself. There was no patient use associated with the reported issue.